Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was nothing wrong with the screen, the cable was twisted and the fse reseated the cable to resolve the issue. No further information available at this time. A supplemental report will be sent if additional information is available.

Event description:
N/a

Event description:
It was reported that during a check of the device, the cardiosave intra-aortic balloon pump (iabp) units screen is not working. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.